Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor was giving inaccurate readings. The customer's mother reported that they received low alerts and having threshold suspend. The customer's blood glucose was 131 mg/dl and sensor glucose was 63 mg/dl at the time of call. The sensor will be returned for analysis.

Manufacturer narrative:
Complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications also, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.